Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (dose, frequency, and route not reported) for the events. On an unreported date, pd therapy was discontinued during the hospitalization. On an unspecified date, the patient recovered from the peritonitis event. No additional information is available.